Event description:
Pre-operative laboratory work showed elevated white blood cell count, chronic draining sinus tract, biopsy on 5/7/93. Right swollen breast, fever, inflammation, and redness; cipro 500mg, necrotic nipples. On 9/11/93, admitted to hosp: implant (right protruding through incision) cultures revealed clostridium bifermentons, pseudomonas, and staphylococcus of 2 different rare species. On 9/23/98, left implant removed. In 9/95 nipples surgically removed.